Event description:
Customer reported a constant beep on the insulin pump and stated that it shut off. Customer stated that the display did return with the insertion of a new battery. The insulin pump also alarmed battery out limit. Self test was performed and passed. Customer also mentioned receiving an error alarm. Customer's blood glucose reading at the time of the call was 153 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.